Manufacturer narrative:
Approximate age of device - 1 month. The device was returned; evaluation is not complete. The previous pump exchange was reported under MFR report # 2916596-2013-01798. No further information is available at this time. A supplemental report will be submitted when the analysis of the returned device is completed. Placeholder.

Manufacturer narrative:
The evaluation of the pump did not reveal a device related issue. The pump was returned with the percutaneous lead (lead) cut approximately 6" from the pump end bend relief. The sealed inflow conduit and sealed outflow graft were returned and secured to their respective pump ports. The pump had been exposed to a fixative. Examination of the sealed inflow conduit, sealed outflow graft and pump blood-contacting surfaces found no adhered depositions or thrombus formations. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the returned portion of the percutaneous lead found it to be unremarkable. Electrical continuity testing of the lead revealed no discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and the pump functioned as intended. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient underwent a heart transplant procedure due to pump thrombosis. The patient had a previous exchange for thrombus eight days after initial implant. Prior to the transplant procedure, testing performed by hematology revealed that the patient had no hypercoagulable syndrome; however, antithrombin iii deficiency was identified. According to the surgeon, the antithrombin iii deficiency was likely acquired. No additional information was provided.